Event description:
It was reported that "no aim beam at 74,633 joules" was observed during a prostate procedure. A second fiber was used to complete the case. Patient outcome was reported as "good".

Manufacturer narrative:
(B)(4) - refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.